Event description:
Sales rep reported that the customer implanted an expired rci screw during an acl procedure. Two days later he spoke with the surgeon who believes the pt had developed an infection. Neither he nor the surgeon were able to confirm if the infection was due to the expiration of the product. It was confirmed that the surgeon does not plan to remove the screw. Sales rep states that the inflammation in the pt "finally settled down" and the surgeon went back in and did another scope. At that time he saw that the site was still inflamed inside. The exterior inflammation then came back after the second scope. The surgeon took another screw with the same expiration date (lot unk) and took a culture test with negative results. Sales rep states he has not had any further news therefore, concluding the pt has experienced no adverse results from this issue.